Manufacturer narrative:
(B)(4).device is a combination product.(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03863. It was reported that stent dislodgment occurred. The target lesion was located the moderately calcified proximal right coronary artery (rca). After a non-bsc guide catheter and guide wire crossed the lesion, pre-dilatation was performed with a 2.5 emerge balloon catheter. A 3.00 x 12 synergy ii drug-eluting stent was advanced but the stent dislodged from the delivery balloon. The whole system was removed while the dislodged stent remained in the rca. A balloon was advanced to trap and catch the stent with low pressure inflation but failed. Snaring was attempted using a microsnare kit but also failed. Guide wire access was lost and rewire was performed. Subsequently, it was decided to crush the stent against the vessel wall of the proximal rca under high inflation pressures. A 3.50 x 12 synergy ii drug-eluting stent was then prepared to cover the crushed 3.00 x 12 synergy ii stent. However, during preparation, the stent dislodged from the delivery balloon when the stent protector was removed. A promus stent was used instead and was successfully deployed and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent detached and was not returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found inner and outer kinks between 8 -10.5cm distal of port entry site. A slight wave was also noted on the inner/outer extrusion. This type of damage is consistent with excessive force being applied to the delivery system during handling of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03863. It was reported that stent dislodgment occurred. The target lesion was located the moderately calcified proximal right coronary artery (rca). After a non-bsc guide catheter and guide wire crossed the lesion, pre-dilatation was performed with a 2.5 emerge balloon catheter. A 3.00 x 12 synergy ii drug-eluting stent was advanced but the stent dislodged from the delivery balloon. The whole system was removed while the dislodged stent remained in the rca. A balloon was advanced to trap and catch the stent with low pressure inflation but failed. Snaring was attempted using a microsnare kit but also failed. Guide wire access was lost and rewire was performed. Subsequently, it was decided to crush the stent against the vessel wall of the proximal rca under high inflation pressures. A 3.50 x 12 synergy ii drug-eluting stent was then prepared to cover the crushed 3.00 x 12 synergy ii stent. However, during preparation, the stent dislodged from the delivery balloon when the stent protector was removed. A promus stent was used instead and was successfully deployed and the procedure was completed. No patient complications were reported and the patient's status was fine.